Event description:
It was reported that on (B)(6) 2012 during a procedure of the mildly tortuous, concentric, 99% stenosed, de novo distal left anterior descending (lad) artery, the non-abbott guide wire was advanced and a non-abbott guide wire was advanced to the lad. Intravascular ultrasound (ivus) was performed and pre-dilatation to the distal lad completed with a 1.5 x 12 mm trek balloon dilatation catheter (bdc). A 2.5 x 38 mm xience prime stent was implanted in the distal lad. Pre-dilatation with a 3.0 x 15 mm non-abbott bdc and ivus was completed. A 2.5 x 20 mm non-abbott stent was implanted so that the edge of the xience prime was crushed with the non-abbott stent. Then, the crushed part of the xience prime was dilated with a 1.0 x 10 mm non-abbott bdc and other balloon catheters. The ostium of the xience prime stent was properly expanded. A kissing balloon technique was performed with a non-abbott bdc placed in the diagonal and a non-abbott bdc in the lad. A 3.5 x 18 mm non-abbott stent was implanted in the left main/lad. No flow to the distal lad was confirmed on angiography and the patient's blood pressure started to drop. An intra-aortic balloon pump (iabp) was inserted. During preparation of the iabp, thrombus aspiration was performed with a thrombuster catheter and the thrombosis was confirmed to have disappeared; no flow to the distal/peripheral portion of the lad was observed. Additional thrombus aspiration was performed to the lad and balloon angioplasty was performed using a trek bdc. Blood flow to the lad improved. No additional intervention was performed due to the prolonged elapsed procedure time.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 while still hospitalized, the patient had additional post-dilatation performed. The patient was discharged on (B)(6) 2012. The patient presented to the hospital as an outpatient on (B)(6) 2012 with complaints of chest pain. A coronary angiography was performed and thrombus was observed in the distal lad. A percutaneous coronary intervention was performed to treat the thrombosis observed in the segment 5 mm of the distal edge of the xience prime stent. After pre-procedural ivus examination was completed, a thrombuster aspiration catheter was advanced but failed to cross. The lesion was dilatated then an aspiration catheter was successfully advanced and the thrombus aspirated. A kissing balloon technique was performed for the respective lesions in the distal lad and lad followed by additional thrombus aspiration. The pci was completed. It was noted by the physician that the thrombosis may have resulted from the malapposition of the crushed deformed xience prime stent at the ostium. The patient was discharged from the hospital on (B)(6) 2012. There was no reported adverse patient sequela. Though requested, no additional information was provided. Guide wire: sion blue; route. Stent: 2.5 x 20 mm promus element ; 3.5 x 18 mm nobori. There were no reported product deficiencies. The reported patient effects of angina, hypotension, occlusion, and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.